Event description:
Information received from the field does not address the patient's clinical status but notes that a high current drain of 95 ua was observed. The current drain was 16 ua at implant and at the first follow-up. At the second follow-up in september 2005, the current drain was 64 ua. The device was subsequently replaced.